Event description:
Procedure type: vats. According to the reporter: during the firing of the device, the reload kept jumping or moving sharply. During firing the reload moved about 5-15 degrees in a sharp movement when the knife was roughly half way. There was no adverse effect to the pt. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No extension in incision. Nothing fell into the cavity. No reinforcement material used.

Manufacturer narrative:
(B)(4).